Event description:
There was no patient involved in this event. This device malfunctioned because the green status led is constantly illuminated and it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009. The pad-pak was then removed on (B)(6) 2009 and re-inserted again on (B)(6), 2010. The device operated successfully until (B)(6) 2011. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.